Manufacturer narrative:
Concomitant medical products: 5076-65 lead, implanted: (B)(6) 2016; 2187 lead, implanted: (B)(6) 2002; 5554 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the patient's right ventricular (rv) lead fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that only the rv and svc legs of the proximal segment of the lead was returned, theis 1 leg was not returned. If information is provided in the future, a supplemental report will be issued.